Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the readings were jumping and sporadic. No additional patient or event information is available. Data was provided for evaluation. The reported event was not confirmed via data. The root cause could not be determined.